Manufacturer narrative:
On (B)(6) 2022, infutronix confirmed with the user facility that the affected device was discarded by the end user and therefore no root cause could be established.

Event description:
On (B)(6)2022, infutronix received a complaint from an end user: "3 sets all from different locations, were leaking from a filter from what everyone was describing to me." Device operator was a oncology clinical director. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.